Event description:
It was reported that the flow probe was not reading. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) replaced the flow sensor. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated blocks: d4, d9 and h4.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.